Event description:
The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was lying in bed and became unconscious; he does not remember having any symptoms and does not recall much about the event. His cgm displayed 6.0 mmol/l at the time he lost consciousness. His daughter called for an ambulance and gave him a glycogen injection (presumed to mean glucagon) before emergency medical services (ems) arrived. The bg meter in the ambulance read 1.9 mmol/l. He stated that at the hospital his glucose level came back up and he was discharged the next day in good condition, but no hospital treatment information was provided. He does not recall the treatment given in the ambulance. At the time of report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. No additional patient or event information is available.